Event description:
A valiant stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm. It was reported that the patient presented with a proximal type I endoleak. The physician believes the cause of the endoleak was related to disease progression due to neck dilatation. The physician performed a secondary intervention. A valiant stent graft was implanted however, the proximal type I endoleak did not resolve. The physician plans on monitoring the patient. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Conclusion: neck diameter greater than 32mm.